Manufacturer narrative:
(B) (4). Sample will not be returned for eval.

Event description:
It was reported by the customer that the internal jugular insertion was very smooth. The spring wire guide (swg) was inserted without any problems. Upon removal, the swg was initially without any problems, however, the swg did become stuck and when it was removed, it appeared to be unraveled.